Manufacturer narrative:
The reported events of inadequate capture and failure to capture were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-12931. It was reported that the patient presented to the hospital with dizziness. It was noted that the right ventricular and left ventricular leads exhibited high capture thresholds and led to loss of capture. Programming changes were made. On (B)(6) 2020 the patient presented in clinic for a follow-up. It was noted that both leads still exhibited high capture thresholds and the implantable cardioverter defibrillator exhibited premature battery depletion due to the high thresholds. It was also noted that the patient was dependent. No changes were made. On (B)(6) 2020, the patient presented for a lead revision. The right ventricular lead, left ventricular lead, and the implantable cardioverter defibrillator were explanted and replaced. Previously abandoned right atrial and right ventricular leads were also explanted. The patient was in stable condition.